Manufacturer narrative:
(B)(4). Diabetes mellitus is a known contributor of hyperglycemia and vomiting.

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and a hyperglycemic event that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. Patient was at school and had a hyperglycemic event. It was reported that at the time of the event, the cgm displayed a value of 83mg/dl and the bg meter displayed 51mg/dl. Patient's mother was contacted and took the patient to the emergency room because the patient was continuously vomiting. From the emergency room, the patient was airlifted to the hospital, where she was advised to remove sensor and transmitter. The doctor at the hospital treated the patient with insulin. Patient was released the following day on 01/19/2016. At the time of contact, patient was doing well. No additional event information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that at the time of the event, the cgm displayed a value of 100mg/dl and the bg meter displayed 500mg/dl.